Event description:
It was reported by the rep that during a breast procedure the clips were sticking, weren't closing and would not release. The case was completed with a like device with no patient consequence.